Event description:
Pca syringe refused by nursing staff after preparation of dilaudid drip because volume markings on pca infusion device indicated approximately 27 ml. Actual volume as measured by bd syringe was 30ml. This represents a 10% variance in volume which is not an acceptable "approximation" of the volume in the device.